Event description:
The complainant reported the physician was performing a therapeutic procedure on a pt. The complainant indicated that as the physician manipulated his way to the lesion, the pt's anatomy was found to be tortuous. During the physician's manipulation of the jagwire toward the lesion, the tungsten coating from the device tip peeled off and was deposited in the pt's biliary tree. The physician successfully removed both the calculus and the tip coating during the procedure with the aid of a balloon. The complainant indicated that there was no adverse affect to the pt as a result of the reported malfunction and that the pt's status was good.